Event description:
It was reported that the 9 x 39 mm omnilink elite stent delivery system (sds) was noted to be damaged (flared). The sds was not used in the procedure. Another same size unspecified device was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Return device analysis found the stent implant stationary but not between the markers. The distal end of the stent implant was passed the distal balloon marker 2 mm. The proximal end of the stent implant was passed the proximal balloon marker 3.5 mm. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported stent deformation and observed stent dislodgement could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.